Event description:
(B)(4). It was reported that post a stenting treatment procedure, a death occurred. (B)(6) 2010, the patient presented with unstable angina. The target lesion was located in the distal right coronary artery with 95% stenosis and was 12mm long with a reference diameter of 3.0mm. During the index procedure, the lesion was treated with direct stent placement using a 3.00 mm x 16 mm ion us coa stent with 0% residual stenosis. The patient was discharged two days later on aspirin and clopidogrel. (B)(6) 2012, the patient was diagnosed with acute congestive heart failure and was hospitalized. The patient died the same day.

Manufacturer narrative:
Patient identifier: (B)(6). Device is combination product. Device evaluated by MFR: it is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).